Event description:
It was reported that the device did not work propperly. There was a leak and it could not be used. There was a delay longer than 2 hours while the patient was under general anesthesia. The patient health condition is stable.

Manufacturer narrative:
A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.